Event description:
The customer reported to olympus, during preparation for a therapeutic procedure (laparoscopic surgery), the image with the camera head was flashing. Subsequently, the procedure was completed with another device with no delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not duplicated. During evaluation, it was observed, image was flickering due to a defective cable, the non-olympus adapter buckle was locked and was loose. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.